Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip cable at the distal idler pulley was frayed. The frayed strands stuck out at the wrist. The other cables at wrist were not damaged. Failure analysis investigation also found that the same frayed cable was derailed at the distal idler pulley. The grips opened and closed, however the movement may not be precise. The cable derailment likely occurred when the cable lost contact with the pulley during wrist articulation. Scratches were also found on the surface of the distal pulley. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, it was noted that the wires at the distal tip of the prograsps forceps instrument were frayed. No missing or fallen pieces were reported.